Manufacturer narrative:
The three reported speedlock devices, intended for use in treatment, were not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive tension applied to the suture. (2) failure to distribute proper tension through both suture ends may result in inadequate suture lock and potential failure. (3) incorrect alignment during bone insertion. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. The visual inspection of the returned om-7500 speedlock shows a deployed device with a detached/separated handle. The implant is detached and not returned with the device. The handle was returned in three(3) separate parts. All of the parts were damaged; the snare wheel is detached/broken out of the holder of the handle; no manufacturing abnormalities were visually identified. The device was received deployed and the anchor was detached. The instrument is a single used device and cannot be functional tested. An attempt was made to test the basic functions of this instrument. The deployment handle can be turned clockwise. The complaint was verified but the root cause could not be determined with confidence.factors unrelated to the design and manufacture of the devices which could have contributed to the complaint event are outlined in the precautionary states in the instruction for use provided with the device associated with set-up and use of the device. Factors which contribute to the reported incident are: (1) do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result; (2) do not deploy, bent or damage the implant; (3) the system requires tension to be distributed through the suture ends to achieve suture lock. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the 3.4 speedlock was opened and implanted with no issues. A second 3.4 speedlock was opened and the suture was wound up as per recommendations, the anchor was hammered into place and final adjustment attempted, at which time the retention wire appeared to snap, the suture became tangled and not retrievable. A final 3.4 speedlock anchor was deployed with no further issue. There was no significant delay. The undeployed anchors were on each occasion drilled out of the existing hole. The broken devices were removed via graspers and suction and no void or fragments were visible on completion.